Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive when the customer was attempting to enter in their blood glucose level into the pump. Reportedly, customer turned off the screen and then back on, and was then able to input their blood glucose level. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer's blood glucose level was not impacted.